Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and there was white line in the middle of the screen. Customer reported insulin pump had partial display. Customer stated the display returned to normal. Advised customer to check if there were any missing segments on the white screen and customer stated there was dead pixels found around area where white stripe was. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.